Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed and pump stop events. Although a specific cause for this event could not conclusively be determined, based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding appeared consistent with a potential driveline issue. Additionally, although the report of low flows could not be confirmed through the analysis of the log file, the account attributed the low flows to ventricular tachycardia (vt). A direct correlation between heartmate ii lvas, serial number (B)(6), and the reported vt could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. Pump speed remained above the low speed limit for the duration of the file until (B)(6) 2021, when the pump struggled to maintain the set speed. Low speed and low flow hazard alarms were captured as the pump struggled. These events occurred while the patient was supported by the power module. No other low flow alarms were observed throughout the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07jan2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous similar event that occurred in (B)(6) 2021 was reported under MFR # 2916596-2021-00855. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms and syncope at home. The log file review captured a few low speed events and pump stops while connected to the power module on (B)(6) 2021. The patient had similar events a couple of months ago in (B)(6) 2021. It appeared that the short to shield progressed into a phase to phase. The pump stops and low speed events resolved when the patient was placed on an ungrounded cable. The cause of the low flow alarms was ventricular tachycardia. The low flow alarms resolved when the patient cardioverted out of the ventricular tachycardia. The plan of care was ventricular tachycardia treatment. The device operated as expected.